Event description:
It was reported that the patient presented for follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise due to lead damage. The patient was asymptomatic. The lead remained implanted and connected to competitor device. No additional information available.